Event description:
Reporter alleged discrepant blood glucose results of 174 mg/dl on the advantage system when compared with a result of 96 mg/dl from a professional meter when the tests were performed back-to-back within 1 minute. No action or treatment was reported. A request was made for the return of the suspect device and replacement product was sent.